Event description:
It was reported that the tip of the guidewire detached inside a patient during a procedure. A savion flx guidewire was selected for a procedure. The guidewire was inserted through a 0.018" rubicon support catheter. While working on a popliteal occlusion, the physician was unable to cross the lesion. While attempting to exchange the guidewire for a different one, the tip detached inside the patient in the popliteal. The case was aborted. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned together with its original opened pouch. The distal tip was bent/kinked. The distal end of the polymer jacket was detached, and it was not returned. The detached section of the polymer jacket was located approximately at 298.4 cm from the proximal end. The core wire was not complete; it had a detached section, which was not returned. The core wire measured approximately 298.5 cm from the proximal end. No other visual damages were observed. Dimensional inspection revealed that the overall length could not be performed due to device condition (polymer tip and core wire detached). The outer diameter (od) of the distal tip could not be performed due to device condition (polymer tip and core wire detached). The od of the middle of the device was within specification. The od of the proximal section was within specification. B3 date of event: used the first date of the month it was reported, no information was provided.

Manufacturer narrative:
Date of event: used the first date of the month it was reported, no information was provided.

Event description:
It was reported that the tip of the guidewire detached inside a patient during a procedure. A savion flx guidewire was selected for a procedure. The guidewire was inserted through a 0.018" rubicon support catheter. While working on a popliteal occlusion, the physician was unable to cross the lesion. While attempting to exchange the guidewire for a different one, the tip detached inside the patient in the popliteal. The case was aborted. There were no patient complications reported.